Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 02nov2018. (B)(4). Reporter phone number not provided. Philip's international service technician replaced the touchscreen to address the reported problem. The unit was checked overall, run in tested, cleaned and functionally tested and no abnormality was confirmed.

Event description:
The customer reported that the s/t setting key, located on the bottom left of the screen, reacts slowly. The touch screen was calibrated but the phenomenon was not corrected. There was no patient involvement. The event date was not specified; estimate used.